Event description:
Pt had a diagnostic carotid angiogram, which showed a 99 percent right internal carotid stenosis. Pt received a mynx closure device, which failed and required manual pressure to be held to control bleeding. (Mynx device was used to close the right common femoral artery puncture site).